Manufacturer narrative:
Device unique identifier (UDI): ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: ¿ four years and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 4 years and 11 months post implant, the system controller produced an alarm during the night, while the pump was connected to batteries. The system controller log file reviewed by the manufacturer¿s technical services representative confirmed a pump stoppage on (B)(6)2017. The patient was admitted to the hospital. The patient was provided an ungrounded power module patient cable for use with the power module. It was reported that after extensive manipulation of the external driveline, the pump stoppages could not be replicated. Due to age and condition of the driveline, and after examination of the associated x-rays, an area of concern on the driveline was identified. No patient symptoms were reported. The patient underwent a pump exchange on (B)(6)2017. It was reported that during the pump exchange procedure, the surgeon was able to induce a pump stoppage event while manipulating the internal portion of the driveline. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the percutaneous lead (lead) cut approximately 2.5 inches from the pump housing and the severed portion of lead was returned. Electrical continuity testing of the pump end portion and severed portion of the leads revealed that all wires were electrically intact. The shielding and bionate from the 2.5 inch pump end portion of the lead was removed and examination of the underlying wires revealed a breach in the insulations of the brown wire, adjacent to the pump housing and in the orange wire, less than 1 inch from the pump housing. Further examination of the lead revealed two breaches in the insulation of the yellow wire approximately 2 inches from the pump housing. The conductors of these wires were exposed. The insulation breaches of the brown, orange, and yellow wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the brown, orange, and yellow wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.